Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty retrieving device occurred. The target lesion was located in the internal carotid artery. A 3.5-5.5 190cm filterwire ez¿ guide wire was used to advance to the lesion as an embolic protection system; however, the device fell out from the deployment area. The physician attempted to retrieve the device using a retrieval sheath and was successful. The procedure was completed with another with same device. No patient complications were reported.